Event description:
A user facility reported a burn 2 days following surgery after a vaser treatment on the abdomen and flank area. The patient was treated with burn creams. The current status reported is that the patient was being treated and a permanent scar is expected. Available picture was reviewed. A large, burned area is visible on lower abdomen on both sides and upper abdomen on one side. Erythema and crust formation is visible in the burned area. It is reported that no other treatments (besides vaser) were being performed in same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The system was tested before the procedure - the vaser self-test was performed. No system errors occurred nor was anything out of the ordinary noticed during treatment. The total time of vaser delivery was 6 minutes with 6000-8000 ml of tumescent fluid used. Treatment was completed with the vaser. A skin port was used and it was not damaged or misaligned. A wet towel barrier was utilized to protect skin from probe contact. A 1 and 2 ring probe was used. This is not the first time the probe/cannula was used. The doctor states that he worked with 80 to 90% amplitude in v mode without any problem. Then the problems of burns started to occur. The handpiece started to overheat and was replaced.

Manufacturer narrative:
The device has been requested for evaluation. The investigation is underway.

Manufacturer narrative:
Correction: b3: date of event - from 19dec2022 to 21dec2022. Correction: medical device problem code - from 2993 to 4030 . Treatment settings were appropriate. It was reported low amplitude power was used. The amount of vaser time was normal for the procedure. A large and safe amount of wetting solution was infiltrated. The device and handpieces were returned for evaluation. Vaser amplifiers are equipped with audible and visual indicators (alert/warning) for system fault conditions. The audible alert/warning signal indicator is an urgent warning tone which can occur if the system detects conditions outside of safety parameters prior to and during treatment. No device or hand piece issues were found during the evaluation. The vaser amplifier passed all incoming checks, self-tests, and ultrasound board testing. The hand pieces also passed functional and safety testing. An independent medical review was performed by a board-certified physician with extensive vaser experience on the information available regarding this event. The review of this event found it does not appear that the patient burns were attributable to the vaser amplifier. Based on the medical review, this event represents technical mistakes on the part of the surgeon and has no relationship to a malfunction of the vaser device. A representative for solta medical visited the doctor after this event. It was verified that the physician used the vaser system correctly and had performed the process successfully. The physician reported that they are now using a different style of solta probe and device setting after these events occurred. No adverse events have occurred since the physician made these changes. It was determined no additional training was required. A review of the device history record for the vaser amplifier that was in use at this clinic (sn bbd34y), showed the system passed all required functional and final testing during manufacturing. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Service records show that there have been no complaints or events reported for this vaser amplifier prior to these events. Post-market analysis shows the risk of patient burns from a liposuction procedure when using vaser is improbable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the medical review, this event represents technical mistakes on the part of the surgeon and has no relationship to a malfunction of the vaser device. No corrective action is required.